Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor. Cannot performed bts test as the sensor is beyond its expiration date.

Event description:
Customer reported via phone call for sensor insertion issue and high blood glucose. The customer's blood glucose was 575mg/dl at time of incident. Trouble shooting was performed and found sensor hit blood vessel and his blood glucose levels have been high. Advised customer to replace sensor as blood on connector can possibly damage transmitter pins. Customer stated sensor glucose was 50mg/dl and blood glucose 575mg/dl. Advised customer difference is not within acceptable range. Insulin delivery was suspended due to the sensor glucose value. The product will not be returned for analysis.